Event description:
Reporter reported to be in ICU with dka three days before. Bottom door of pump broken. Pump to be returned for evaluation.

Manufacturer narrative:
Review of the device history record confirms that the pump was tested and met its specifications at the time it was shipped from animas. The device has not yet been returned. We expect to receive it shortly. When it is returned, it will be evaluated. The results of that evaluation and any changes to this report as a result of that evaluation will be reported in a supplemental MDR.